Event description:
Pt reported cadd ms3 sn (B)(4) did not alarm when she was running low of medication and only alerted when she was out of drug, pt was using pump when incident occurred but no adverse event occurred. A new pump will be sent and return box for mfg pump.